Event description:
Received notice of complaint concerning above product from dir of nursing and user facility medwatch form. Reports an alleged hemolysis event on a sixth (6th) use bloodline. States that approx 2 hrs into the treatment, the hcp noticed that the venous pressure had dropped by 100mm/hg. Upon investigation found a kink in the arterial line distal to the pump segment (between the pump segment and the dialyzer end connector). The treatment was stopped and the system was discarded. A spun blood sample showed some evidence of hemolysis, don states serum was slightly red tinged. Reported blood loss approx 200cc. The pt did not exhibit any symptoms of hemolysis and was discharged to home in stable condition. The line is available for evaluation. A response letter and mailer have been sent. Medwatch filed.